Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# va0ksxp, implanted: (B)(6) 2014, product type: lead; product ID 3888-56, lot# va0h9w3, implanted: (B)(6) 2014, product type: lead; product ID 3888-56, lot# va0h9w3, implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888-56, lot# va0ksxp, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was no stimulation sensation. It was reported that it was ¿no longer charging and therapy had stopped.¿ these issues began the day prior to the report, at 6 or 7pm. It was asked to clarify if the implantable neurostimulator recharger (insr) was not recharging or if the patient was unable to recharge the implantable neurostimulator (ins). It was reported that it gave the patient ¿a signal on the panel that said the low battery and it needed to be recharged, the battery was in a discharged state and the therapy had stopped, now the patient could feel if they put pressure on their back that it was not charging, it was not working, there was no stimulation.¿ the patient stopped feeling stimulation the night prior to the report. The patient had never recharged their ins. The patient was supposed to have a follow up appointment with their healthcare provider (hcp) but the hcp didn¿t go to the appointment. The patient initially did not have an insr, but then she didn¿t know how to use it and asked if someone could walk her through it. The insr equipment was still in plastic. The insr equipment was hooked up and plugged into a wall outlet. The insr was recharging and it showed 50% charged, moving to 75%. The charging session was started and they saw normal recharging ins screen with all 8 coupling boxes shaded. The ins battery icon was flashing about 1/3 full; however, it was most likely flashing 1/4 full since it flashes in quartiles. The ins was low and it would take some time for the patient to recharge their ins. The patient lost signal in the middle of recharging, but was able to reconnect and saw 8 coupling boxes again, but none were shaded. It was suggested to move the antenna around and then they had 2 shaded. The patient asked about turning stimulation back on. It was suggested that the patient charge the ins until at least 50-75% full first and then turn stimulation on. The patient wondered if the setting when from she left implant surgery would be the optimal setting, but she didn¿t remember what it was set at. Additional information regarding cause of event, patient outcome, and if there were still concerns with the device or therapy have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.